Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the pulse wire in the cable connecting the distribution node (dn) and ECG "a" and "b" was open in between ECG "b" and the dn, which caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
During the fitting of a (B)(6) male pt, a pt service representative called zoll customer support to report that the pt was receiving adjust belt or check belt messages. The pt was issued a replacement electrode belt.